Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an open radical resection of rectal carcinoma procedure, the device was used to anastomose the rectum and the ileum. The surgeon is an experienced surgeon and he fired the device. There was audible and tactile feedback. But after firing, the surgeon observed the staple line. There were a few staples still in the deck not protruding. The staple line was incomplete. The surgeon had to separate a new part of the rectum and used another same device to anastomose the tissue again. Now the patient is in stable condition in hospital. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the patient¿s post op care change? Was the patient¿s hospital stay extended? No.

Manufacturer narrative:
(B)(4). Additional information: batch # m55l1k. Expiration date: 09/09/2020. Manufacture date: 10/09/2015. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.